Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented for a routine follow up . The CT revealed that the endurant 16x28x93 iliac limb migrated proximally with a distal type I endoleak. The physician implanted an endurant iliac limb and the distal type I endoleak was resolved. The physician stated that the cause of the stent graft migration and distal type I endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.